Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient underwent tevar with implantation of three stent-grafts in the following sequence from proximal to distal: zta-p-32-109, zta-p-34-209, zta-p-34-161 (complaint device). Endoleak type ia reported at 1-month follow-up related to the zta-p-34-161 (complaint device). Based on the reported information this device is overlapping with the zta-p-34209 proximal to it, and the reported type 1a endoleak is therefore considered to be a type iiia endoleak. No information as to treatment, but no endoleak was noted at 2-year follow-up. The type of endoleak and treatment has been queried and the complaint will be reopened in case additional information should be provided. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. No additional information could be obtained and based on the information provided only it would be inappropriate to speculate at what may or may have not caused the reported endoleak. It is noted that two zta-p devices are deployed in sequence, which is outside the intended proximal and distal component combination described in the instruction for use. Since the use of two zta-p devices in sequence is not intended it cannot be ruled out that this could have caused/contributed to the type iiia endoleak. The use in this case is therefore considered outside the IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study. Devices implanted from most proximal to most distal: zta-p-32-109, zta-p-34-209, zta-p-34-161. Thrombus reported at 1-month, 6-month, and 2-year follow-up visits (B)(4), ref# 2099151/14540). On the procedure angiography, the type of endoleak to include type 1a or possible type llla endoleak. The device involved: zta-p-34-161. 1-month visit imaging reported on (B)(6) 2022 and 6-month imaging reported on (B)(6) 2022. On 1-month angiography, both the zta-p-34-161 and zta-p-34-209 had evidence of thrombus. Type 1a endoleak involving both the zta-p-34-161 and zta-p-34-209. The 6-month angiography notes the type 2 endoleak. On the 2-year angiography, no endoleak is noted. No additional treatments were performed. Queries regarding the type of endoleak have been queried, as the investigational team assess, that type 1a endoleak is not possible, but more endoleak type llla. Patient outcome: the patient remains in the study. The thrombus remains, the type 2 endoleak appears to have resolved.

Manufacturer narrative:
Manufacturer¿s ref#(B)(4). Additional information states that endoleak (reported as type 1a but considered type iiia) is now only reported at procedural angiography, that it wasn¿t treated, and that it had resolved at the next follow-up imaging (taken 13 days post-procedure). According to medical advisor this type of endoleaks are incidental radiologic findings/inherent side-effect to the procedure (i.e., anticoagulation during procedure, conformance process between vessel and stent graft). Therefore, the event did not occur due to product malfunction and thereby not reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.